Event description:
Covidien received information that the 840 ventilator display was completely blank and alarming. There was no patient involvement at the time of the event.

Manufacturer narrative:
The covidien customer support engineer (cse) inspected the device and found the power cord became loose and the battery was discharged. The cse tightened the power cord and charged the battery. The ventilator passed all testing. Covidien reference: (B)(4).